Event description:
Note: this report pertains to the one of three resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for polypectomy during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was very loud and hard to get off the catheter. It was reported that it almost caused a bigger issue because while trying to get the clip to release, the pull wire almost caused another perforation going through the lumen. The deployment was a louder pow in the second stage of deployment. Once deployed, the clip would not release from the catheter. Tension was felt on the inside of the catheter. It was noted that the clip was dangerously deployed due to its recoil and there was difficulty in deploying. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the control wire was broken. Another two of the same resolution 360 clip devices were opened and the same problem occurred. The procedure was completed with another clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not release from the catheter.